Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07p60-77 that has a similar product distributed in the us, list number 7p60-21 / 31, with 510k number k153730. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed false nonreactive alinity I syphilis tp for a 48-year-old male. The following results were provided: initial syphilis result= 0.24 s/co; repeat results= 5.25, 5.24, 5.31, 5.26, 5.19, and 5.22 s/co; colloidal gold result= positive; autobio result= positive; historical result (2025)= 18.47 s/co. There was no impact to patient management reported.